Event description:
It was reported that non-sustained rv oversensing episodes were observed due to lead noise. The noise was not reproducible. The lead will be replaced. No patient symptoms were reported. No further information is available at this time.